Event description:
It was reported that following revision low battery alarm time out of service. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded that after a visual inspection and functional test the pump was found to have a battery compartment that was starting to crack, and the pump did not hold data which pointed to a faulty printed wiring assembly (pwa). The manufacturer representative also found the pump's alarm was too quiet, which could have been caused by the faulty pwa or faulty piezo. The customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the pwa, and potentially the piezo as well if confirmed it is needed during the repair.